Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus customer service in switzerland. The evaluation of the device by the service department confirmed following: - there were white foreign materials on the opening and inside of the instrument channel. - the instrument channel was deformed. - it was considered that the device has been repaired at the third-party, because non-olympus parts were built into the device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. It is considered that the reported event caused by insufficient reprocessing due to the deformed channel or inappropriate third-party repair. The operation manual of the subject device has already warns following: - important information - please read before use: prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. - equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. - 5.5 manually cleaning the endoscope and accessories: brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the foreign matter adhering to the inside of the channel of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.